Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with extraperitoneal colpopexy and trans-obturator suburethral sling suspension procedure due to symptomatic cystorectocele, vaginal vault prolapse, and dehiscence of urethrovesical junction.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04769. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh excision on (B)(6) 2009, (B)(6) 2010 and (B)(6) 2009 due to erosion and dyspareunia. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent mesh revision/removal on (B)(6) 2010, (B)(6) 2013 and (B)(6) 2013.